Event description:
It was reported that during a cystectomy procedure, the clips were not loading/forming correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.